Manufacturer narrative:
Lot number(s): hcg9060129. Expiration date(s): 06/2011. Control: 25miu/ml hcg urine control lot: hcg100113-01; 100miu/ml hcg urine control lot: hcg090521-01; 236.1iu/ml hcg urine control lot: hcg091103-01. Summary of results: the retention devices meet qc specification, details as below: corrective positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. (N=5) the 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3) the 236.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3) conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative urine hcg results. Per the customer complaint, the microbiology dept has a biomedical scientist who conducts point of case testing on patients - including pregnancy testing. They participate in an external quality assessment scheme for pregnancy testing on urine. They 'failed' the last distribution having two urines with low concentrations of hcg that gave negative results when they should have been positive. As is customary, the tests were repeated with the same lot (the only one they had left) and got the same results.